Event description:
It was reported that a clearlink duo-vent set¿s male connector broke off in the IV needleless connector. The break occurred at the end of infusion when the nurses were taking the tubing apart. Blood was observed to backflow up into the IV connector. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The report source is not foreign. The device was received for evaluation. During visual inspection, a male luer was observed to be broken off in the bottom y-site gland. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The age of the patient was not reported; however, the incident occurred in the pediatric intensive care unit. The incident occurred either on (B)(6) 2015, or (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.